Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump powered off without user intervention. It was noted that the battery compartment was cracked. No moisture or damage to the battery cap was alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 18-dec-2018 with the following findings: review of the black box data did not reveal any records of power on reset events. The battery compartment was confirmed to be cracked. The returned battery cap was without damage and fit properly to pump. With the returned battery cap secured on the pump, the pump powered on normally and was exercised for 12 hours without any interruption in power. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged power issue. Unrelated to the original complaint, the display screen was noted to be dim/discolored.